Event description:
A piece of a knife electrode broke off in the pt's uterus during an endometrial ablation. Part of the metal was retrieved and the procedure was completed without any injury to the pt. According to the hosp risk manager, it is unk if pieces of metal remained inside the pt's uterus since the dr refused to have an x-ray taken.